Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient has chondrosarcoma and sustained a pathological fracture of the high hip. It was repaired with long gamma nail. Bone union did not occur. Patient is being transferred to (B)(6). Scheduled for nail removal, proximal resection, and replacement with gmrs proximal femur on (B)(6).